Event description:
There have been approximately 75 straps (material number: 700-15717) being used at 5 different facilities that exhibit signs of tearing within 6 months to 2 years of being put into use. The internal components of the straps are becoming exposed, comprising the infection control integrity of the straps. If the straps were to completely tear while in use, there could be serious injury or death to the patient and/or staff member.